Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 20 mg/dl at the time of the incident and was treated with glucose tablets. The customer fell asleep without eating and became low. The customer declined troubleshooting for low blood glucose. The customer was experiencing low blood glucose for earlier had paramedics. The insulin pump will not be returned for analysis.